Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.130.202, lot: f-26923, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 25. March 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the tip of the drill bit is broken off as complained. Approx. 9mm of the distal cutting tip section has broken off, the broken off tip was also returned for investigation. Besides, the instrument presents normal signs of use. Dimensional inspection: the outside diameter measured near the breakage which comply with the specifications. Further dimensional inspection cannot be performed due to the damage incurred. Document/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material /hardness review: the review has shown that with 1.4112 stainless steel the correct material was used, and that the hardness was within the specification of 600 +55 hv10 from drawing se_491516 rev b. Summary: the complaint condition is confirmed as the tip of the drill bit is broken. This production lot (f-26923) was manufactured in march 2019 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. Although a definitive root cause could not be determined for the breakage, it is most likely that this complaint condition was due to excessive force/strain. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an in-house inspection it was identified that the drill bit is broken. There was no know patient involvement. This report is for one (1) 1.1 mm drill bit this is report 1 of 1 for complaint (B)(4).